Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing was detached from connector on (B)(6) 2022 due to which the patient's blood glucose level raised to 390 mg/dl, which they tried to treat with correction bolus via pump. Similarly, on (B)(6) 2023, the patient's infusion set's tubing was detached from the connector. The infusion set was used for 1-2 hours sometimes one day use. The blood glucose level of the patient was 100 mg/dl at the time of this issue. Further, the patient just plugged back the tubing detached from the connector. No further information was available.